Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that wen the patient presented for implant procedure, high impedance was noted on the atrial lead after placing in the device header. The lead was attempted to position in the header multiple times. Right ventricular lead was tested on the atrial port of the device which also exhibited high impedance value. The set screw could not make correct contact resulting in loss of sensing, pacing and high impedance value. The device was not used and replaced with another device. Same leads were used without any complications. The patient was stable before, during and after the procedure.